Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The cable was received for a manufacturing evaluation in good condition. There was no noticeable damage. Pioneer surgical technologies manufactured the cable with crimp assembly. The supplier reviewed the device history records and determined that the device met all specifications prior to shipping. The diameter of the cable was inspected at three locations and passed inspection. Based on the specifications at the time of the original manufacturing and the investigation performed by the supplier, this complaint is deemed invalid from a manufacturing position.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
It was reported that the patient had a femoral diaphyseal fracture. During the procedure, the doctor fixed the bone with the carved broad plate and the cable. When the cable was fixed and tensioned, the ball of the cable penetrated the sleeve, so the cable could not be fixed. This report is for file (B)(4).